Event description:
At about 2 months after the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 october 2025. Ball heads: mectacer 01.29.212 biolox delta ceramic ball head 12/14 ø 40 size s ¿ 4 (k112115) lot 2500128: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot 2501281: (B)(4) items manufactured and released on 11-march-2025. Expiration date: 2030-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.